Event description:
During follow-up, loss of capture and increased pacing impedance were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.